Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer is experiencing low blood glucose levels. Customer's blood glucose reading was 39 mg/dl. It was reported that the insulin pump alarmed experienced an unexpected restart alarm. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a47 alarms noted in alarm history due to corrupted history files. The insulin pump passed prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. The insulin pump passed a21 alarm test. No a21 alarm, a17 alarms and no a47 alarms noted during our testing.